Event description:
It was reported by the clinician that the remote transmission report showed twenty-six low ventricular lead impedances over the past three months and that the ventricular lead monitor was tripped. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.